Manufacturer narrative:
This report is submitted on june, 28 2018, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and subsequently, underwent revision on (B)(6) 2018 in order debride the skin.